Manufacturer narrative:
The customer initially reported a low battery warning on the AED. During troubleshooting with the customer, it was determined that the AED would not power on. Further evaluation revealed that both the AED battery pack and electrode pads were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED was reporting a battery low warning. They reported that this did not occur during patient use.